Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07234. It was reported that guide wire removal difficulties were encountered and guide wire fracture occurred. The target lesion was located in the renal artery. A 6.0mmx18mmx150cm express sd renal/biliary stent was advanced to the lesion with a v18 guide wire. However, upon placing the stent to the target location, the guide wire became stuck and unable to be withdrawn. It was noted that a part of the guide wire was broken inside the express sd renal/biliary stent delivery system. The stent was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.